Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt experienced a red heart alarm. The pt's controller was exchanged in the field. Prior to exchange or soon thereafter, the pt passed out and was intubated by ems. The pt was then transported to the emergency dept where he was evaluated. The pt experienced a brief vt/vf arrest in the ed that required compressions for a brief period of time. During physical examination (palpation of abdomen) and rolling of the pt to the right side, pump stoppages were observed. These alarms were on the new controller. Log files were submitted and showed a possible percutaneous lead issue. The events occurred on both batteries and power module. The pt expired over the weekend (B)(6). The cause of death in the report was anoxic brain injury.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report# (B)(4) was received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.